Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the pacemaker exhibited far r over-sensing. No intervention was performed. There were no patient consequences reported.